Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (600 mg/dl) and insulin injections were administered to address the bg level. The customer was no sure what caused the high bg level. As the event was not occurring when tandem technical support was contacted, a system check to determine a possible cause of the high bg was unable to be performed.